Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized, and the insulin pump had a battery alarm while she was taking to the near hospital. The customer stated that she was unconscious and does not know how the alarm occurred. The blood glucose reading at time of call was 300mg/dl, and her glucose level was treated with manual injections. Advised the caller to disconnect, remove the reservoir, and to rewind. Assisted the caller with reprogramming the time and date on the device. No further information was provided.